Manufacturer narrative:
The analyzer serial number is (B)(6). The sample was requested for investigation. The investigation is ongoing.

Event description:
There was an allegation of questionable tsh elecsys e2g 300 v2 and elecsys ft3 results for 1 patient sample on a cobas 8000 core unit. Please refer to the highlighted section of attachment (B)(6) for patient results. The customer also performed a tsh dilution test on the sample. A dilution of (x2) produced a conversion result of 3.080 iu/ml and a recovery result of 134%. A dilution of (x5) produced a conversion result of 3.920 iu/ml and a recovery result of 170%. A dilution of (x10) produced a conversion result of 4.440 iu/ml and a recovery result of 193%. This medwatch will apply to the tsh assay. Please refer to the medwatch with a1. Patient identifier pt (B)(6) for information related to the ft3 assay.

Manufacturer narrative:
The sample was returned for investigation. An interfering factor against the streptavidin component of the reagents was detected in the sample, causing a falsely elevated value of the ft3iii assay and the different values of the tsh assay. Product labeling states: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings."